Event description:
Customer's mother reported that the customer went to the hospital after she had elevated blood glucose with stomach aches and dizziness. She was treated and then sent home. The infusion set was removed in the morning and customer's mother noticed that the cannula was bent. The blood glucose reading was 583 mg/dl. She was advised to disconnect and reconnect the reservoir and to manually push insulin slowly through the tubing with the plunger and she stated that insulin did exit. The high blood glucose was resulting from the bent cannula. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.